Manufacturer narrative:
(B)(4). The customer returned one unopened, arterial kit for analysis. Subsequently, no definite signs-of-use were observed. The kit was opened to better analyze the components. Visual analysis revealed that the guide wire contained two kinks at approximately the middle of the wire. Signs-of-deformation was also observed on the protective tubing. This area of deformation was in the same location as the kinking. In addition to the kinking, the outside packaging of the sac was also noted to have a folds/creases in the same approximate location of the kinking. The lid stock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The kinks in the guide wire measured 239 mm and 252 mm from the proximal end. The guide wire total length measured 350 mm, which is within the specification limits of 345 mm - 355 mm per the guide wire graphic. The guide wire outer diameter measured 0.520 mm, which is within the specification limits of 0.508 mm - 0.533 mm per the guide wire graphic. The guide wire was passed through the returned 20 ga. Introducer needle. The guide wire was able to pass completely through with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire and the protective tubing contained two distinctive kinks. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the guide wire is bent and can't be used, prior to patient use. No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "the guide wire is bent and can't be used, prior to patient use." No patient involvement reported.